Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effects of electrocardiogram (EKG/ECG) changes and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure on (B)(6) 2013, was an elective procedure to treat a 99% stenosis in the mid left anterior descending artery (lad), with mild tortuosity and mild calcification. The vessel was 3.0 mm in diameter and 20 mm long. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon and then the 3.0 x 23 mm xience prime stent was implanted. No post-dilatation was performed. The same pre-dilatation balloon was then advanced through the stent struts to the 1st diagonal (d1) for dilatation. The procedure was completed with intravascular ultrasound (ivus) exam. It was further noted that the patient experienced an anomaly in ECG after the xience prime was deployed and coronary angiography (cag) was planned for the next day. Angiography was performed on (B)(6) 2013 and revealed thrombosis inside the stent. After thrombus aspiration was performed, a 3.5 x 15 mm non-abbott balloon was used for dilatation in the proximal and mid lad. A 2.5 x 15 mm non-abbott balloon was used for dilatation of the d1. The patient is currently in the hospital recuperating. No additional information was provided.